Manufacturer narrative:
Unit had a slightly corroded battery tube. Unit had minor scratched lcd window, scratched case, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer's insulin had multiple cracks. Advised to discontinue use of the insulin pump. No additional information was provided.